Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: gynecology. Ovarian debulking. According to the reporter: upon excision of specimen, the bag tore along seam at distal tip.